Event description:
False positive test report: thermo fisher scientific eua200010/a001 covid-19 performed in (B)(6) for international travel clearance. The test lab is (B)(6). No symptoms and no exposure but a positive result. Another test was immediately done on both myself and my wife and both test were negative. The board of health in (B)(6) did their own test and confirmed that it was negative and I had no covid infection. Have tried numerous times to contact (B)(6), but have not had a reply. FDA safety report ID# (B)(4).